Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2300 times. The following information was provided by the initial reporter. The customer stated: "the tubes don't fill in their 4ml marked in label totality. They fill approximately 3ml. ¿ how many units of the product presented the reported deviation? (Amount affected): a: 2300 ¿ has there been any harm to the patient, erroneous test results due to blood volume, etc.? (Detail) a: the results of the hematology values are not totally reliable because the sample-anticoagulant relationship is not met. ¿ was there a need for medical intervention, new sampling, change of treatment, improper diagnosis, etc., due to what happened? (Detail) a: not that it has been reported by the client so far. ¿ what is the frequency or rate of occurrence (1 day, % tubes affected, patients involved, how many tests per day, etc.); a: 100 tubes per day. ¿ is this happening with one in particular: department, unit and shift, time of day, or person? A: not in particular but with all patients. ¿ how many locations affected (inpatient, outpatient, etc.) A: inpatients and outpatients. ¿ how were the tubes rejected (ie, at collection, in the lab, by automatic fill level detection, etc.)? A: in the laboratory. ¿ how were the tubes filled? A: vacuum. ¿ was a discard tube used? A: no. ¿ was a successful sampling achieved with the same batch? A: no. ¿ what was the sampling method? Eg: straight needle, winged equipment, syringe, etc.; a: vacutainer needle and syringe. ¿ if you were to wear a winged outfit, would it be a tight/secure fit? (Connection between the luer adapter threaded to the bracket and the male to female connection); no answer. ¿ are you using a bd device to transfer the blood to the tubes? If yes, which one? No reply. ¿ have the tubes been exposed to heat? A: no. ¿ is there a picture of the top of the tubes, the way you can see the rubber inside the caps? If yes, please send them to us; a: no. ¿ has any damage been observed in the rubber or the caps? A: no."

Manufacturer narrative:
The following fields have been updated with additional information: b5. It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2300 times. The following information was provided by the initial reporter. The customer stated: "the tubes don't fill in their 4ml marked in label totality. They fill approximately 3ml. ¿ how many units of the product presented the reported deviation? (Amount affected): a: 2300 ¿ has there been any harm to the patient, erroneous test results due to blood volume, etc.? (Detail) a: the results of the hematology values are not totally reliable because the sample-anticoagulant relationship is not met. ¿ was there a need for medical intervention, new sampling, change of treatment, improper diagnosis, etc., due to what happened? (Detail) a: not that it has been reported by the client so far. ¿ what is the frequency or rate of occurrence (1 day, % tubes affected, patients involved, how many tests per day, etc.); a: 100 tubes per day. ¿ is this happening with one in particular: department, unit and shift, time of day, or person? A: not in particular but with all patients. ¿ how many locations affected (inpatient, outpatient, etc.) A: inpatients and outpatients. ¿ how were the tubes rejected (ie, at collection, in the lab, by automatic fill level detection, etc.)? A: in the laboratory. ¿ how were the tubes filled? A: vacuum. ¿ was a discard tube used? A: no. ¿ was a successful sampling achieved with the same batch? A: no. ¿ what was the sampling method? Eg: straight needle, winged equipment, syringe, etc.; a: vacutainer needle and syringe. ¿ if you were to wear a winged outfit, would it be a tight/secure fit? (Connection between the luer adapter threaded to the bracket and the male to female connection); no answer. ¿ are you using a bd device to transfer the blood to the tubes? If yes, which one? No reply. ¿ have the tubes been exposed to heat? A: no. ¿ is there a picture of the top of the tubes, the way you can see the rubber inside the caps? If yes, please send them to us; a: no. ¿ has any damage been observed in the rubber or the caps? A: no." H6. Bd received 2 photos and, 1 video from the customer in support of this complaint. The photos and video were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. As no customer samples were received, the investigation was limited. Additionally, 10 retention samples from the bd inventory were visually inspected and functionally tested and there were no issues related to underfill that were observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the tubes don't fill in their 4ml marked in label totality. They fill approximately 3ml."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.